Event description:
It was reported the sjm rep encountered difficulty while evaluating the pt's lead impedance. Different programs/contacts were attempted, however, the pt was not receiving stimulation along his pain pattern although the overall impedance of the program tested normal. X-rays did not reveal any anomalies. The pt was given new programs which were unsuccessful in addressing the issue. Surgical intervention will be taken to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.